Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the aic battery temperature was too high.

Manufacturer narrative:
Updated information: b5 patient outcome updated. G1 MFR site name, danvers, removed.

Event description:
Additional information was provided which states that the patient survived post-explant.

Manufacturer narrative:
B5. Additional event description added.

Event description:
Additional information was received reporting "patient is still on support and perfusion is aware that they need to return the aic once the patient is no longer on support."